Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes. D10: returned to manufacturer on: 2021-08-10. H6: investigation summary: one open 32g x 4mm pen needle sample and three photos were returned from lot. No. 0245193, cat. No.320136. A clog test was carried out on the returned sample as per tp700483 and no issues were observed. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed as per the applicable operations and met qc specifications. No issues were observed with the returned sample therefore no root cause can be identified h3 other text : see h10.

Event description:
It was reported that 1 bd pen ndl 32ga 4mm was difficult to operate. The following information was provided by the initial reporter : the patient stated that the drug did not come out upon priming.

Manufacturer narrative:
Initial reporter phone# : unknown. Initial reporter city and state : unknown, reported through (B)(6). Initial reporter zip code : unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that 1 bd pen ndl 32ga 4mm was difficult to operate. The following information was provided by the initial reporter : the patient stated that the drug did not come out upon priming.